Event description:
It was reported that the lens was removed intraoperatively due to unspecified reason. A vitrectomy was performed. The pt's eye was left aphakic. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.